Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2012. Plaintiff was implanted with accolade tmzf stem on (B)(6) 2008 that remained at the time of the (B)(6) 2012 surgery. She had the femoral head at issue explanted on (B)(6) 2015. It is further alleged that she suffered injuries as a result of implantation and explanation of the device at issue and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Corrected data: product long description. An event regarding alleged abnormal ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the reported event could not be confirmed nor the root cause determined as insufficient information was provided. Further information such as return of device, operative reports, x-rays, histapathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2012. Plaintiff was implanted with accolade tmzf stem on (B)(6) 2008 that remained at the time of the (B)(6) 2012 surgery. She had the femoral head at issue explanted on (B)(6) 2015. It is further alleged that she suffered injuries as a result of implantation and explanation of the device at issue and excessive levels of chromium and cobalt in her blood.